Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer found that the auxiliary drawers half height 1.1 and 1.2 had no present hardware failures to the drawers or cubies. Functionality testing was completed on both drawers and all cubies, and the pharmacy technician verified the drawers were operating to specifications, and no further investigation was required. The system functioned as intended when the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 and 1.2 was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.